Event description:
Dexcom was made aware on (B)(6) 2023, that on (B)(6) 2023 the patient experienced a skin reaction. The sensor was inserted into the thigh, which is off-label usage of the device, on (B)(6) 2023. It was reported that the patient experienced a skin reaction with itching, burning, redness, and inflammation under the entire patch area, which occurred 7 days after the sensor had been inserted in the thigh. The skin was prepped with alcohol prior to sensor insertion. The reaction was treated with a prescription of oral amoxicillin. At the time of the report the patient was in perfect condition. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Subsequent to the initial MDR, clarification was received on (B)(6) 2023. Dexcom was made aware on (B)(6) 2023, that on (B)(6) 2023 the patient experienced a skin reaction. The sensor was inserted into the thigh, which is off-label usage of the device, on (B)(6) 2023. It was reported that the patient experienced a skin reaction with itching, burning, redness, and inflammation under the entire patch area, which occurred 3 days after the sensor had been inserted in the thigh. The skin was prepped with alcohol prior to sensor insertion. The reaction was treated with a prescription of oral amoxicillin. At the time of the report the patient was in perfect condition. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).